Manufacturer narrative:
Internal complaint reference: (B)(4). H11 b7: updated. H3, h6: part of the device, used in treatment, was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no suture or implants returned. There is biological debris on the returned device. A material assessment found that based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing was not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force or torque, off-axis insertion, or improper preparation of the insertion site. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a shoulder arthroscopic rotator cuff repair, the footprint ultra pk anchor broke. The pieces were removed from inside the patient using forceps. The procedure was resumed using an equivalent s+n backup inserted into the original bone hole, after a non-significant delay. No further complications were reported.